Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a worn dso seal and missing battery door. There was no evidence to review in the event history log. During the functional testing, the customer reported problems were able to be confirmed. The latch lock flex sensor was not operating correctly and the dso seal was worn. Most probable cause was a faulty latch lock flex sensor. The latch lock flex sensor and worn dso seal were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump was not detecting the latch and had downstream occlusion damage. There was no patient involvement and no patient harm/adverse event reported.